Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display screen was cracked, which led the user to believe the device was not working; photo confirmation supported a screen damage hardware failure with a housing/display component issue, and the user transitioned to multiple daily injections while awaiting a replacement. Symptoms included hyperglycemia with a reported peak blood glucose of 248 mg/dl and no associated acute complications. Outcomes included the use of back-up subcutaneous insulin therapy and continued cgm use, with no need for medical assistance, no professional intervention, and no hospitalization. Investigation included complaint intake review, troubleshooting with user education on device shutdown and data handling, and logistics for replacement and return. Investigation of this case revealed a confirmed broken/cracked screen consistent with physical damage to the display assembly, with device performance otherwise not evaluated due to the damage. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related physical damage outside normal device function.